Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed pain, swelling, and inflammation at the needle puncture site. On (B)(6) 2025, the patient consulted a physician who prescribed oral antibiotic medication (cephalexin 500 mg, one tablet three times per day for an unspecified number of days) and an unspecified over the counter topical cream. At the time of report the patient still had pain and swelling at the needle puncture site. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.